Event description:
I stopped using solution and contacts because they began to irritate my eyes. After that, I began exhibiting symptoms like conjunctivitis and uveitis. I was diagnosed uveitis, but cause has not been found. This uveitis has been shown in both eyes and is recurrent. Eye pressures started to go up in left eye and at this moment. I am recovering from eye surgery. Dates of use: four months in 2005. Diagnosis or reason for use: for contact lenses. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.